Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited far field r waves oversensing and low pacing impedance. No changes or interventions were performed. There were no patient consequences.